Event description:
Using arthrex drill bit with guide; 2.4 locked up during insertion of 2nd bio-suture tacs. This required opening a new drill bit 3.0 and then having to waste a 2.4 biosuture and adding a new 3.0.